Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 4470 implantable pacing lead, 2008 (B)(6). (B)(4). Device remains implanted.

Event description:
It was reported that the device had reached recommended replacement time earlier than expected. The device will be removed at a later date. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.